Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of the minute ventilation signal led to approximately 12 seconds of pacing inhibition on this pacemaker. The patient had an underlying rhythm and therefore no asystole occurred. The minute ventilation sensor was programmed off. This pacemaker remains in service. No adverse patient effects were reported.